Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier failed to close correctly on the first shot. Malformed clip, no patient consequence because it was never fired in the patient.